Event description:
Reportedly, while inserting the device a fragment of the device disengaged from within the trocar. This fragment was recovered without any injury or ill-effects to the pt. Procedure type:unk.